Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, x-rays were not provided for review. The cause of the loosening of the femoral components and the synovitis can not be definitively determined without certainly. Results. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation. The need for corrective action is not indicated should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2007 and revised in late 2008, due to the patient having complaints of pain. X-rays showed osteolysis around the femur of the tibia. The device was loose and removed with little difficulty. The patient was also treated for infection.